Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult. Customer indicated that the intralase treatment was uneventful and did not request field service or clinical support.

Event description:
Customer reported that a patient developed corneal abrasions upon lifting of the flaps for lasik. Intralase treatment itself was uneventful. Bandage contact lenses were used on both eyes. Additional follow-up was obtained. The abrasion had not resolved. A lift and rinse was done. No loss of best corrected visual acuity (bcva). There was no inflammation and no infection.